Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qdmbbh batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? How many sutures broke while tying surgical knots, meaning during this procedure? Procedure and event date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking when tying surgical knots. No additional information was provided.